Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Patient was revised due to infection. No further information is available. There was no surgical delay. Doi: unknown. Dor: (B)(6) 2023. Affected side: right hip.